Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: linear opening, fold creases, wear abrasion, observed void >1 mm in non-textured, valve-to shell-bond area, brown particles in shell. The leak test and microscopic analysis was performed which identified: a linear smooth opening on radius in the same location of crease. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease smooth opening assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left deflation. Device was explanted and replaced.